Event description:
The customer reported "alarm is not working." Further info rec'd from respiratory therapist stated, "this is a trach pt and when the trach became disconnected, the unit did not alarm. There was no pt harm as the pt has 24-hr nursing care and it was noticed right away."